Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure could not be duplicated. The dust type debris on the lcd window was encountered as was the damage to the monitor probe connector. The damaged connector and the debris on/under the window were addressed by replacing the monitor's front and back shell assemblies. The devices were returned to the customer. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, they saw an intermittent fast flicker on screen that was a distraction. A slight delay in the procedure occurred as a second attempt at intubation was required. No harm to patient or user was reported.